Event description:
Patient reportd receiving an 07 (system alarm) and that she had "another tube come apart." Patient indicated that her infusion set tubing was dangling by the luer lock. Patient indicated that in november 2005, she was hospitalized due to elevated blood glucose "hi" as a result of broken infusion set. Patient indicated that she was given insulin until her blood glucose returned to normal.